Event description:
Toothbrush head keeps falling off - oral-b power care refills [device breakage]. Case narrative: consumer e-mail stated that the head kept falling off while brushing or rinsing under the tap. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.